Event description:
It was reported that this right atrial lead exhibited oversensing and high out of range impedance measurements. Due to this, this cardiac resynchronization therapy defibrillator recorded a signal artifact monitoring episode due to minute ventilation (mv) oversensing. Reprogramming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited oversensing and high out of range impedance measurements. Due to this, this cardiac resynchronization therapy defibrillator recorded a signal artifact monitoring episode due to minute ventilation (mv) oversensing. Reprogramming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed. It was discovered that the lead was fractured. Due to this sensing issues and loss of capture were observed. It was decided to surgically abandon this lead and another one was implanted instead. No further adverse patient effects were reported.